Manufacturer narrative:
Medwatch fields d1, d2, d4, g1, and g4 were updated.

Manufacturer narrative:
A review of the provided raw data was performed, which revealed that the fluorescence curve for the wnv target channel showed an early amplification signal with a CT (critical threshold) value of 2.3 and a low rfi (relative fluorescence intensity) value of 2.2. This has been associated with the microgear pump pipetting issues, resulting in a false reactive result.

Event description:
There was an allegation of a questionable cobas® wnv (192t) assay result for a donor patient sample tested on a cobas 8800 analyzer. The initial result was reactive. The sample was repeated twice and the results were non-reactive both times.

Manufacturer narrative:
The serial number of the cobas 8800 analyzer was (B)(6). The investigation is ongoing.